Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow-up it was noted that the patient received inappropriate therapy due to noise. A decrease in impedance and increase in capture thresholds were also observed. During elective ICD changeout, the lead could not be replaced due to anatomy issue. Therefore, the lead remains implanted and will be monitored.